Event description:
Customer's mother reported that the insulin pump alarmed for no delivery. The blood glucose reading was 600 mg/dl. Customer was treated with manual injection. She declined troubleshooting and stated that she had already tried all of the remedies. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime, and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.